Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial# unknown, type: software. Product ID 8840, serial# unknown, product type: programmer, physician. (B)(4). Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information reported the software card was exchanged for the correct version.

Event description:
It was reported during a regular refill procedure, the healthcare professional (hcp) noticed a pump memory error which erased the catheter data. The catheter data was not known at the refill site, the hcp was advised to program a catheter volume of 0.001ml to overcome the "situation". The hcp was also advised to reprogram the pump as soon as the catheter information was available. There were no emi sources for the memory distortion could be identified. An unknown non-critical alarm was also noted. Actions were listed as, reprogrammed, and logs were checked. There were no negative impacts to the therapy and the patient was doing fine. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).